Event description:
Pt reported obtaining result blood glucose result of 240 mg/dl, while using the suspect device, pt indicated that he immediately retested, using a different blood glucose monitor, and obtained a result of 63 mg/dl. No pt injury was reported and no treatment was received. At the time of the report the pt no longer had the meter or strips in use at the time of the event.